Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they recently experienced a blood glucose level of 49 mg/dl, which has been treated. Customer stated they need help in setting a temporary basal. Customer declined troubleshooting for low blood glucose. The insulin pump was not replaced or returned for analysis.